Event description:
It was reported the customer had a button error alarm on the insulin pump. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had intermittent esc and act buttons due to moisture damage on keypad traces. The insulin pump had a cracked lcd window, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.